Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap began leaking from a crack after it was secured onto the transfer set. The patient was not sure how long the minicap was on the transfer set before the leak was observed. The patient informed the clinic and their transfer set was changed as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.